Manufacturer narrative:
Concomitant medical product: dtmb1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient experienced phrenic nerve stimulation after their current device was programmed the same as their previous device. Reprogramming was done and no phrenic nerve stimulation was observed. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.